Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission, non-sustained episodes of vf was observed. Patient was asymptomatic and non-dependent. It was suspected that it was due to non-physiologic noise rather than true vf. Noise was also observed on the discrimination channel. It was recommended that patient be brought in for further lead testing and to question if the patient recalls using any external source of emi. It was recommended that lfa filter be turned off and further dft testing should be considered. No further information available.